Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of concerns of battery runtime and the black power cable draining fast was confirmed via log file analysis. A review of the log files, extracted from (B)(6), contained data spanning approximately 2 days ((B)(6)2023 per timestamp). Throughout the log files while connected to batteries, the relative state of charge (rsoc) voltage on the black power cable fluctuated and was consistently lower than the white power cable¿s voltage. On (B)(6) 2023 at 11:14:52, two fully charged batteries were connected; however, the batteries only powered the system for 7 hours and 21 minutes before a low battery hazard alarm activated due to the lower than expected voltage on the black power cable. There were no other notable alarms active in the log file. The heartmate ii system controller (s/n: (B)(6)) was returned for analysis. The system controller did not pass cable/connector continuity testing. The resistance of the wires in the power cables were individually measured and several wires had above-average raised resistances. The cable jackets were removed and fluid ingress was observed within both power cables. Despite the wire fatigue and fluid ingress, the system controller was connected to a mock loop and supported the system for an extended operation without issue. A root cause for the reported event was unable to be conclusively determined; however, the event is consistent with the observed conductor breakdown within the controller¿s power cables. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. Heartmate ii instructions for use section 3 entitled ¿powering the system¿ and heartmate ii patient handbook section 3 entitled ¿powering the system¿ instructs the user not to bend, twist, or kink the power leads of the system controller. The section also states, ¿when fully charged, a pair of heartmate 14 volt lithium-ion batteries can power the system for up to 10¿12 hours, depending on the activity level of the patient¿. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related MFR #2916596-2023-05095. It was reported that the patient had a set of batteries that was only lasting 4 hours compared to 10-12 hours in the past. It was noted that the patient had 8 new batteries in the last 9 months. New clips were given in (B)(6) 2023. The patient also mentioned that they would hear a connect to power alarm within the first 5-10 minutes of laying down in bed for the night while connected to the mobile power unit (mpu). The patient was asymptomatic with the alarms. Log file review found lower than expected supply voltages while connected to the mobile power unit (mpu), indicating an issue with the mpu power cable. Atypical fluctuations in the recorded voltage of the black power lead were also noted while connected to battery power. It was noted that the battery connected to the black power lead usually drained faster. A controller exchange was performed.